Manufacturer narrative:
1. Complaint description: leakage 2. DHR: the batch number of the complained product is 2301174, is 24g and product code is 383718, produced on 2022/12, with a total of (B)(4) pieces in this batch; inspection process inspection and delivery inspection report, the test results meet the product standards, no abnormality; check the production records for this batch of products that there are no nonconformities, deviations or rework activities in the process of this batch of products. 3. The customer did not return any samples and photos, cannot confirm the specific leakage status. 4.take the retained sample of this batch for q-syte torque, end cap torque test and 45psi system leakage test, and no abnormality was found. Test report refer to attachment 1. 5. The history of customer complaints for the same batch of products has been reviewed, and no complaints of the same defects have been found. In summary, due to the customer did not return any samples or photos, the specific location and situation of the leakage cannot be confirmed. Therefore, the root cause of the complaint defect cannot be determined. The factory will continue to pay attention to and monitor the trend of the defect complaint.

Event description:
Leakage from the infusion needle connector.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system with q-syte¿ leaked at the connection site during use. The following information was provided by the initial reporter, translated from chinese: "leakage from the infusion needle connector."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.